Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over three months. The issue was resolved through an ipg replacement. Effective therapy restored post-op.